Manufacturer narrative:
The pump was received with no button response due to a faulty component on the keypad connector. Unable to verify the missed bolus reminder alert due to no button response. The pump also had minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer's mother stated that the buttons were not working. The esc button does not work and the missed bolus cannot be cleared. Customer's mother stated that the keypad was not wet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.